Manufacturer narrative:
The product with event logs were received and the investigation was completed. Device history record review was completed, and pump passed all post-sterile inspection checks. Ischemia/thrombosis: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Fever/aortic dissection: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Difficult to place/position: as per clinical review, impella in aorta alarms were observed. Transthoracic echocardiogram (tte) confirmed pump had been appeared to be at 86.5 cm which was locked at 89 cm initially. It was advanced and locked again to 95 cm. Later on (B)(6) 2025 it was noted the pump required repositioning at depth close to apex of left ventricle (lv) and locked at 98 cm. Physician was aware of the impella cp depth and tte confirmed that patient has small lv cavity, several global hypokinesis. Impella cp pump was visually inspected and no kinks, damages confirmed. No positioning issue with device defect was found. The cause of the positioning issue was due to patient condition since the patient was having small lv cavity. Mechanical interaction with tissue: as per clinical, there was notable organized thrombus formation in the distal root on the impella cp. The fibrin cast in surrounding the impella cp caused occlusion to the distal lower extremity. Arterial thrombectomy was performed, clot was evacuated and removed. The cause of vascular dissection was not determined as no defect with product and thrombectomy was performed to evacuate clot from femoral artery. Mechanical interaction with blood: as per clinical, the patient experienced another suction alarm and received 1 unit of packed red blood cells (prbcs) and albumin 250 mls. Lactate dehydrogenase (ldh) has bumped to 2000. Gross hemolysis noted with ldh greater than 2,000. The patient was scheduled for axillary 5.5 placement (B)(6) 2025. It was noted patient had global hypokinesis. The return pump did not show any physical damages or abnormalities potentially causing hemolysis. Hemolysis test was done and pump successfully passed test with mih values of 9.91. Few occurrences of suction #14 & #73 alarms seen during case since start. Ps was trending down/low during suction. Low flows were seen on (B)(6) during suction and later p-4 on (B)(6). But ps became better post suction. No motor current spike, major placement signal trend. Placement signal was slightly spiking/noisy but not trending low/down later. The cause of hemolysis/mechanical interaction with blood was likely patient condition related as no defect found with return product testing and patient having hypokinesis based on clinical information. Pump suction: as per (B)(6) 2025 it was reported that overnight, the patient had 3 episodes of back-to-back suction alarms. The patient received 1000 mls. Of albumin in total. On (B)(6) 2025 the patient experienced another suction alarm and received 1 unit of packed red blood cells (prbcs) and albumin 250 mls. Data logs were review and 22 occurrences of suction #14 alarm was found on (B)(6) 2025 and 20 occurrences of suction #73 alarm were found on (B)(6) & (B)(6) 2025. Few impella position in aorta alarms were sound on (B)(6) which resolved with repositioning and there were some occurrences which were found on (B)(6). Several occurrences (880) of impella position unknown alarms #33 were also seen but were after (B)(6). Patient was also on ECMO device support along with impella. ECMO decannulation was planned during 5.5 escalation. The return product did not show any biomaterial ingestion at outflow or wrapped at impeller. Biomaterial was observed at the motor shaft of the cp pump. No broken blades or other issues found. Low pump flow or suction did not reproduce when ran at p-9 in bucket of water. The cause of pump suction is likely patient related. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Related medical device reports: this impella cp device report is one of three devices associated with the event story. Refer to the related manufacturer report number as noted in section h10 for the medical device reports on the impella 5.5 which is associated with the demise outcome and automated impella controller.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support experienced complications requiring intervention. The patient developed acute onset chest pain and was syncopal at work. On emergency medical services arrival, the patient was diaphoretic, confused with low blood pressure. The patient arrived at the hospital and anterior/inferior st-segment elevation myocardial infarction was noted. The patient was emergently transferred to the catheterization lab, unable to lay flat, and was intubated. The impella cp was placed prior to the intervention. Of note, the patient was cannulated for extracorporeal membrane oxygenation (ECMO) as well. The patient was sent to the unit on support. Later that day, impella started alarming for impella in aorta, motor current flat, dropped to performance level p-2 and a transthoracic echocardiogram was enroute. The device was advanced and locked at 95cm and increased to support level p-4. The impella cp was noted to be in optimal positioning. Following, the left ventricle was underfilled and therefore, the patient was given albumin 250 mls. Had a rainbow of labs drawn, and lactate was down to 3.5. The patient was dyssynchronous with the ventilator. The purge solution was changed to a bicarbonate additive and anticoagulation was withheld until the labs resulted. Overnight the patient had three episodes of back-to-back suction alarms and 1000 mls. Of albumin in total. The impella cp pump required repositioning and was now measuring at 5cm depth towards apex of left ventricle and locked at 98cm. The patient¿s lactate had cleared to 2.1 last night and, however, but was up to 4.6 this morning. Patient with transient pulsatility and treated with bivalirudin. Now day three of ECMO and impella support, the patient was scheduled for escalation to impella 5.5 and possible ECMO decannulation. ¿gross¿ hemolysis was noted with lactate dehydrogenase greater than 2,000. Overnight, the patient received one unit of packed red blood cells (prbcs) and albumin 250mls for parameters, suction alarm. Pulsatility in all waveforms were with slightly higher pulse pressures. Notedly, bivalirudin drip was off since the morning for the operating room. The patient was noted to be neurologically intact. Now day three of support, and it was noted the patient had a change in neuro status yesterday that postponed the impella 5.5 placement. Head computed tomography scan showed no cerebral vascular accident, and eeg was normal. The patient was able to wake up and follow commands this am with sedation weaned. The patient did become febrile yesterday, prompting a bronchoscopy, blood cultures, and intravenous antibiotics. Bronchoscopy revealed a foreign body in lung suggesting aspiration. However, now after these three days of support on the impella cp, the arrived patient to the cardiovascular operating room intubated on peripheral venoarterial ECMO. The patient prepped and draped for left axillary impella 5.5 placement to avoid radial arterial line complications. At this time, transesophageal echocardiogram (tee) was performed showing notable organized thrombus formation in the distal root on the impella cp. The decision was made to continue with cp removal which was completed and the impella 5.5 implanted. The impella cp of note was removed via a left femoral cutdown and arteriotomy to remove impella cp with arterial thrombectomy. Clot was evacuated and removed. Distal flow was lost to left lower extremity. The arteriotomy was re-opened. Under tee, possible dissection was noted to descending aorta. Possible aortic intramural hematoma noted - not to be repaired at this time. Fibrin casting surrounding the impella cp caused occlusion to distal lower extremity. An iliac stent was performed and a computed tomography planned for further evaluation. The patient¿s estimated blood loss was approximately 2.2 liters, receiving 5 units of prbcs, 2 units of platelets, 3 units of frozen fresh plasma, 500 mls. Of albumin, and 29,000 units of heparin. The patient was eventually transferred to the unit on impella 5.5 support which continued for 18 days before the patient¿s demise.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related manufacturer report numbers: this is one of three medical device reports associated with the patient's implant experience. Refer to the related manufacturer report numbers as noted in section h10.

Manufacturer narrative:
Additional information noted the impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly.

Manufacturer narrative:
The complaint coding was reviewed and updates to the health effect: clinical and device problem codes were made to better align to the voice of customer reported event. Therefore, section h6 health effect: clinical and impact coding and medical device problem coding were corrected, repopulated accordingly. Medical safety review: the patient was initially supported with an impella cp for three days and experienced complications and is a serious injury. The patient was escalated to an impella 5.5 and supported for approximately 18 days and experienced complications including but not limited to significant bleeding requiring transfusion 5 units. There is not enough evidence to exclude the impella 5.5 as associated factor to the outcome. However, it should be noted the patient presented in critical condition: diaphoretic, anterior/inferior st-segment elevation myocardial infarction with a 100% left main occlusion. The patient was unable to fully recover from the cardiac event. Regarding the automated impella controller (aic), patient expired for reasons unrelated to the aic. There was no interruption in support as the aic does not appear to have been exchanged, or issue impacted the therapy. Aic device remained in service after the controller failure and defective purge cassette encounter. The medical safety officer reviewed the event and noted the same in that impella 5.5 device cannot be dissociated from the demise outcome. And the impella cp and aic is a serious injury and product malfunction type of reportable event respectively. Related medical device reports: this impella cp device report is one of three devices associated with the event story. Refer to the related manufacturer report number as noted in section h10 for the medical device reports on the impella 5.5 which is associated with the demise outcome and automated impella controller.